Manufacturer narrative:
H10: a service engineer (se) evaluated the device and confirmed the allegation. An additional work order was required to have a replacement part shipped for repair. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on (B)(6) 2024 that the touchscreen was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The device was in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Additional details were documented in the record, and the service engineer (se) reported that the touchscreen was damaged, and that the touchscreen was working intermittently after calibration. The se provided a service proposal to the customer for a replacement touchscreen. The investigation is ongoing.